Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient expired. Despite multiple requests, no further information was provided. Per patient outcome information, the device was not explanted. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient expired. The cause of death is unknown. No further information was provided. The device will not be returned for evaluation. No additional information was reported.